Event description:
A manager at a hospital reported via phone call indicating that they are trying to find infusion sets for the customer. The customer is off the pump because they do not have supplies available to use. It is unknown why the customer is in the hospital. The customer's blood glucose was not provided. The manager stated that the manager was on his way home but wanted to get the customer the supplies to prevent the customer from being admitted to the emergency room. The customer was unable to be contacted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.